Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged sealed ar-8550obt, batch/serial number (B)(6), was received for evaluation. Visual inspection confirmed that there were no missing or broken pieces on the interior or exterior of the device. Evaluation of the customer's attached pictures revealed a piece of material; the plastic seems to be from a passport button cannula, which may indicate that the user shredded the passport button cannula with the burr. Functional testing with the testing console and the handpiece found not issues with the device. The reported failure is most likely due to user error, such as misaligned insertion, or from prying or levering the device against other instruments during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device has not yet been evaluated. The root cause of the event could not be determined from the information available and without device evaluation. When the device evaluation becomes available, a follow-up report will be submitted.

Event description:
It was reported that during an asd-procedure small pieces of plastic fell off inside the patient. Same thing happened twice. Surgery was completed successfully with a new device with the same part number. The fragments remained inside the patient. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 17-may-2024: further information was provided that the failure occurred with two devices during the same surgery. Plastic pieces were inside the patient but they were removed with the shaver. According to customer both burrs had loose plastic pieces coming out from the tip.